Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implantation of the alto abdominal aortic aneurysm stent system. Approximately three (3) months after the initial procedure, the patient presented with an endoleak type ib. The physician elected to treat the patient by implanting one (1) ovation ix iliac limb. It was reported that the endoleak was resolved, and the patient was in stable condition.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implantation of the alto abdominal aortic aneurysm stent system. Approximately three (3) months after the initial procedure, the patient presented with an endoleak type ib. The physician elected to treat the patient by implanting one (1) ovation ix iliac limb. It was reported that the endoleak was resolved, and the patient was in stable condition. Additional information: an internal clinical assessment refuted the type 1b endoleak, rather it was determined to be a type 2 endoleak (non-device related). Type 2 endoleaks are anatomy related events and are not caused or contributed by the device. A complaint is not warranted since there is no alleged deficiency related to identity, quality, durability, reliability, safety, effectiveness, or performance of the device.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, endologix practices making at least three good-faith efforts to retrieve a reported adverse event/incident-related device, as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows that the device was properly manufactured and released in accordance with the device master record. The review confirms that there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the alto, type ib endoleak is refuted and determined to be a type ii endoleak. The additional endovascular procedure is confirmed. This is moderately consistent with the reported adverse event/incident. Type ii endoleak is anatomy-related. No procedure-related harms for this complaint were identified. The final patient status was reported as discharged to home on postoperative day one in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Please remove this from your complaint system as there was no device failure; this is no longer considered a complaint. Corrections: b5: describe event or problem has been updated. G3: awareness date has been updated. H6: medical device problem codes: remove code 4065. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.